Event description:
Related reference manufacturer number: 2017865-2021-29813, related reference manufacturer number: 2017865-2021-29811, related reference manufacturer number: 2017865-2021-29812. It was reported that the patient presented for explant of the pulse generator due to an infective endocarditis and bacteremia. Vegetation was noted on the right ventricular lead via echocardiography. The device, right atrial, right ventricular and left ventricular leads were explanted and replaced. The patient was in stable condition.